Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-01862 was provided.

Event description:
It was reported the patient expired after being successfully explanted. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The complainant reported a 59 year old male patient presenting for impella support. During the course of support, the pump became dislodged and perforated the ventricle. Surgical intervention was required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.